Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had no delivery during a basal. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 506 mg/dl and treated with insulin for high blood glucose level. The customer assisted with troubleshooting. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin exited. Customer states the cannula was not bent. Customer states they reconnect tubing at quick release and prime a 5 units fixed prime or fill cannula and results of prime was insulin exited. Customer declines troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.